Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by an affiliate, during a procedure a powerflex pro balloon burst circumferentially at 4atm in the aorta and separated in the patient requiring further intervention. The target lesion was the abdominal aorta and described as being 30mm in length. The physician pulled the empty balloon out of the catheter sheath introducer (f6 merit) and missed about the last 10-15cm of the inner catheter plus balloon material. The material was still inside the patient and probably broke off at the tip of the catheter sheath introducer while pulling back the catheter. He snared the missing piece but could not retract through the f6 catheter sheath introducer. The device was changed for a f8 catheter sheath introducer but still could not pull the snared piece of balloon material into the catheter sheath introducer. Finally he had to pull out everything (catheter sheath introducer and balloon material that was still at the top of the catheter sheath introducer). A big hole was pulled into the afc. The patient went to the operating room to fix the hole in the artery wall of the afc and a peripheral transluminal angioplasty of the aorta and right aic was performed successfully. A dissection did not occur. The device was stored, prepped and inspected prior to use as per instructions for use. No anomalies were noted during prep. Several unsuccessful attempts have been made to gather additional information. The separated piece was retrieved and the patient is in stable condition. (B)(4): one non sterile catheter powerflexpro 10mm4cm 80 was received coiled inside a plastic bag. The balloon as well as the inner body was separated from the rest of the catheter. The unit was elongated near the separation area. An axial burst was found in the balloon. No other damages were noted in the device. Leak test was not performed due to the device condition. Sem results showed that the balloon external surface does not exhibited evidence of scratches. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other anomalies that could have caused the failure. The body presents evidence of elongations, probably the elongations induced by an external force caused the condition observed at the body but it¿s not conclusively determined as the root cause of the balloon burst. A review of the manufacturing documentation associated with this lot presented no issues that can be related to the reported complaint. The balloon burst and separation reported by the costumer was confirmed through analysis; however, with the limited information provided regarding vessel/lesion characteristics and procedural details, the exact cause of the failure could not be determined. The reported body/shaft separated in patient was confirmed and could be related to procedural factors as evidenced by the elongation found during analysis of the returned product. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process, therefore no corrective action will be taken at this time.

Event description:
As reported by an affiliate, during a procedure, a powerflex pro balloon separated in the patient requiring further intervention. The separated piece was retrieved and the patient is in stable condition. A powerflex balloon burst circumferential at 4 atm in the aorta. The physician pulled the empty balloon out of the csi (f6 merit) and missed about the last 10-15cm of the inner catheter plus balloon material. The material was still inside the patient and probably broke off at the tip of the csi while pulling back the catheter. He snared the missing piece but could not retract through the f6 csi. The device was changed for a f8 csi but still could not pull the snared piece of balloon material into the csi. Finally he had to pull out everything (csi and balloon material that was still on top of the csi). A big hole was pulled into the afc. Patient went to the or to fix the hole in the artery wall of the afc and a pta of the aorta and right aic was performed successfully. A dissection did not occur. The lesion was located in the abdominal aorta and described as being 30mm in length. The device was stored, prepped and inspected prior to use as per IFU instructions. No anomalies were noted during prep.